Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose levels went up to the 370's (mg/dl). Reportedly, the customer changed pump supplies to resolve issue.